Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 215 mg/dl. The customer reverted to manual dose injection for insulin therapy and a replacement pump was sent to the customer.